Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.